Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient had a leak in the patient line of the automated peritoneal dialysis (apd) set with cassette which is used for therapy on the homechoice (hc) device. The patient had started over with new supplies to resolve the reported issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.